Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure using a hickman/leonard/broviac central venous catheter. 9 months and 17 days post procedure, the patient got caught very slightly on the infusion cable and the hickman catheter was torn distally at the v-cuff, causing blood to flow out of the torn catheter. It was further reported that there was bleeding from the catheter, which fortunately could be stopped by clamping. The catheter had to be surgically removed. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 7fr hickman d/l catheter in two segments, strengthening sheath and catheter body segment were returned. Along with return sample one photo was provided for the review. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete circumferential break was noted on the proximal end of the strengthening sheath. Two splits were noted proximal to the tissue cuff. The edges of the complete circumferential break on the proximal end of the strengthening sheath were noted to be uneven, and surface was noted to be finely granular with residue throughout. The surface of the splits could not be determined as additional damage would be caused in area. Upon infusion, a leak from the splits was observed. Break and separation noted in photo review. Therefore, the investigation is confirmed for the reported fracture, separation and leak issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a catheter placement procedure using a hickman/leonard/broviac central venous catheter. Post the procedure on (B)(6) 2025, the patient got caught very slightly on the infusion cable and the hickman catheter was torn distally at the v-cuff, causing blood to flow out of the torn catheter. It was further reported that the catheter was completely torn out. There was bleeding from the catheter, which was fortunately controlled by clamping. The catheter had to be surgically removed. The current status of the patient is unknown.